Event description:
It was reported that a malfunction occurred with the pump, displaying a resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer, who successfully reset the pump and acknowledged understanding the instructions to call back if the issue recurs.